Event description:
Symptoms appeared in mid-80's. Rptr has been diagnosed with autoimmune disease and arthritis of the hip, dry eyes, fibromyalgia, sinnusitis, blood tests show poor lymphocytes, t helper cells, 4x amounts of silicone in blood and ana fluctuates 140-160 speckled. (Also see mw1000632.)